Manufacturer narrative:
Additional narrative: it was reported that patient underwent exam under anesthesia, excision of exposed mesh, revision of vaginal scar and cystourethroscopy on (B)(6) 2011 for pelvic pain and dyspareunia.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted along with concurrent laparoscopic-assisted vaginal hysterectomy, lysis of adhesions, anterior and posterior repair and sacrospinous ligament suspension with mesh, cystoscopy due to genuine stress urinary incontinence, grade I-ii uterine procidentia, and grade ii symptomatic rectocele to treat pelvic organ prolapse. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent an excision of left anterior abdomen soft tissue mass on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent laparoscopic-assisted vaginal hysterectomy, lysis of adhesions, anterior and posterior repair and sacrospinous ligament suspension with mesh, cystoscopy due to genuine sui, grade I-ii uterine procidentia, grade ii symptomatic rectocele. No additional information provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.